Event description:
The user facility reported a 58-year-old male noted as high risk percutaneous cardiac intervention (hrpci) was implanted with an impella 5.5 device for mechanical circulatory support. The complainant had an impella 5.5 support ongoing when after over six days the pump was removed and replaced due to flow saturation.

Manufacturer narrative:
The investigation into the reported "saturated flow" has been completed. Product was returned for investigation. The device was visually inspected and found biomaterial was observed in the purge gap. The pump was connected to an automated impella controller (aic) and placement signal was -25/-25 mmhg. There was no loose patient cable or catheter. The investigation determined that the root cause of the saturated flow was biomaterial in the motor. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿